Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Surgeons often attempt to repair mitral valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates inadequate results. This is often due to sub-optimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device. The surgeon stated that there was no failure of the ring. It was replaced due to systolic anterior motion (sam).

Event description:
Medtronic received information that during the procedure to implant this annuloplasty ring, the ring was explanted and replaced with a non-medtronic valve. There was no failure of the ring. It was replaced due to systolic anterior motion (sam). No adverse patient effects were reported.